Event description:
It was reported a balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 10mm x 4.00mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention. During the procedure, the balloon could not be inflated, and the balloon got burst. The procedure was completed with another of same device. There were no complications reported, and the patient was stable post procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported a balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 10mm x 4.00mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention. During the procedure, the balloon could not be inflated, and the balloon got burst. The procedure was completed with another of same device. There were no complications reported, and the patient was stable post procedure. It was further reported that the 80% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. During the procedure, upon second inflation, it was noted that the balloon burst at 8atm within 10 seconds. The device was simply removed from the patient.

Manufacturer narrative:
(B)(6).